Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: defective pixels (white scratches). Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the video cord became sticky due to humidity inside the sterilization chamber, moisture on the camera cable, and the effects of cleaning agent residue. This combination likely caused the camera cable to deteriorate through moisture absorption during sterilization, resulting in the presence of moisture and foreign matter. Additionally, for the defective pixels (white scratches) the most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during the pre-use inspection for a therapeutic transurethral resection procedure which was completed with the same device.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had sticky video cord. The intended procedure was transurethral resection, and it was completed. There were no reports of patient harm.